Event description:
Patient weight was not provided by the clinical site.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. Sensor migration into the right ventricle was confirmed via chest x-ray and a follow-up CT scan. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the cardiomems sensor had migrated outside of the pulmonary system to the right ventricle. The healthcare provider confirmed that the patient did not exhibit any symptoms or adverse events related to the sensor migration.